Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple lead noise events were observed during an unrelated procedure. The lead was explanted and replaced. The patient condition is fine.